Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed safety disk leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) found that the safety disk experienced an out of box failure. A supplemental report will be sent if additional information is provided.

Event description:
It was reported by the getinge field service engineer (gfse), that the cardiosave intra-aortic balloon pump (iabp) failed safety disk leak test. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.